Event description:
It was reported that during a difficult insertion in a pediatric pt, the catheter was removed and the pt sent to radiology for catheter placement under fluoroscopy. A small piece of coiled wire was visualized, and is assumed to be a piece of stylet from the first catheter placement. The small piece of wire was removed without any complications.